Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing performed; the motor drive test found that there was a problem with the motor rate. The worm coupling, gear, and lead screw was replaced. The visual testing found the top case cracked and bottom case damaged, both were replaced.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor rate error during occlusion test. There was unknown patient involvement and unknown patient harm/adverse event reported.